Event description:
Olympus was informed that during a fibroid resection hysteroscopic procedure, the loop broke off and fell inside the pt. The pt was flushed out and the foreign object was retrieved. An x-ray was performed and showed negative results for foreign objects. There was no pt injury reported. This is one of two reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. This type of damage can result when the electrode loop comes in contact with metal or hard like materials during the high frequency (hf) activation. If add'l info or if the device is received at a later time, this report will be supplemented. Please cross ref. MFR# 2951238-2015-00202.